Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported cardiac tamponade and aortic dissection could not be conclusively determined. Per the IFU, cardiac perforation and vascular dissection are known risks during the use of this device.

Event description:
The following was published in lebanese medical journal in an article titled "electrocardiographic predictors of outcome after radiofrequency catheter ablation of frequent non-ischemic premature ventricular complexes" by al-housari m, khoury m, refaat m, et al., 2019, vol 67(1): 34-41. This study was a (B)(6) study of 63 patients with frequent non-ischemic pulmonary vein contractions (pvcs) who underwent radiofrequency catheter ablation between (B)(6) 2012 and (B)(6) 2016. Following ablation the predominant pvc (ppvc) was acutely terminated in 53 patients, reduced at one to three months in 54 patients and recurred in two patients. Among the 63 patients undergoing the ablation procedure, three patients had major complications. During two procedures a cardiac tamponade occurred that required urgent pericardiocentesis, and in one procedure an aortic dissection occurred that was managed conservatively.